Event description:
Healthcare professional reported "deflation." Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed three openings assessed as surgical damage. Use error: observed per reported implant and explant dates. As per the investigation procedures observed broken in four suture tab and missing piece of these also observed creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation." Record is for right side. Device has been explanted.